Event description:
It was reported the patient received the following results within 15 minutes: 85 mg/dl (patient's meter) and hi "600 mg/dl" (pharmacy meter). The patient experienced symptoms of hyperglycemia with toilet urgency, confusion, thirst, sweating, and hunger.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.